Event description:
It was reported that post-implant of a laparoscopic adjustable band, the patient presented with nausea, vomiting, abdominal pain and fever. On march 5, 2010 a CT scan was done it was noted that there was air around the band. An upper gi was done it was noted the stomach was leaking. There was some sort of hole in the stomach. There were no difficulties reported during the initial implant. The surgeon suspects that there might have been a cautery injury to the stomach that went undetected. Over time, this is what may have worsened and led to the leaking stomach. The band and port were removed. The band looked fine upon removal. There were no signs that the band condition caused the issue. The patient is doing okay. There are talks of a new implanted, no date confirmed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.